Event description:
It is reported that the tip fractured while trying to distract the glenosphere. The whole construct had to be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.